Manufacturer narrative:
Result of investigation: the device was not returned to manufacturer for investigation. An investigation of the device itself is not possible. The investigation is based on the provided information and the experience of the investigator. According to customers information, the cable nut at the camera head signal cable has come loose. Consequently, this could lead to signal interruption and therefore to a incorrect recognition of the camera head within the camera control unit. Thus, the reported error message "camera head not compatible" appears. Therefore the failure is most probable customer and handling related. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Appropriate warnings for the correct product handling and product testing as well as how to do in case of failure are described in the corresponding instruction for use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that in the middle of the surgery, a message appeared saying 'camera head not compatible.' The cable had a loose connection. No negative impact in state of health reported.